Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the thread breaks more quickly and the needle becomes blunt in time; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All suture needles are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic sutures were broken more quickly and the needle become blunt. There was no report of procedure and patient harm details. Additional information received that scheduled surgery was keratoplasty during the surgery the event was occurred and surgery was completed on the same day by alternative sutures and there was no patient harm,

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Twelve unopened sutures, in blister, in pouch, in a box were received for the report of the thread breaks more quickly and the needle becomes blunt in time. A sample plan of 10 randomly selected samples was performed. The samples were visually inspected and all 10 samples were found to be conforming. A dimensional inspection for suture diameter was performed and all samples were found to be conforming. Functional testing for suture strength was then performed and all samples were found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned unopened samples were found to be visually, dimensionally and functionally conforming, therefore the thread breaks more quickly and the needle becomes blunt in time as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. However since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Suture material samples are tested at incoming for tensile strength and diameter and visually inspected for any defects such as discoloration and frays. Sutures are also 100% inspected by trained operators for discoloration and frays and for proper attachment during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).